Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced cardiac tamponade after their first implantable pulse generator (ipg). It was further reported that the pacing lead punctured their heart. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.